Event description:
It was reported that the colonovideoscope presented a e237 error message and had image loss during a colonoscopy therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported image loss was confirmed. However, e237 error message was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on plug unit led to the image loss and e216 communication error, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.